Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 due to critical pump error alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 47 mg/dl and insulin pump alarmed for a broken force sensor was detected during seating or regular delivery. Customer had high blood glucose of 287 mg/dl and customer treated high blood glucose with insulin pump. Customer declined troubleshooting for insulin pump error, high and low blood glucose. Insulin pump will be returned for analysis.